Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with a rutherford assessment of category 3. A target lesion located in the left mid and distal superficial femoral artery (sfa) had 100% stenosis, reference vessel diameter of 5.2 mm, a length of 153 mm, and was classified as a tasc c lesion. The target lesion was treated with pre-dilatation, placement of an innova stent, and post-dilatation with 0% residual stenosis. An unspecified lesion in the right external iliac artery was treated with implantation of an epic stent.. The patient was discharged on antiplatelet therapy. In (B)(6) 2013, the patient was hospitalized for the treatment of the in-stent restenosis. The 95% restenosis of the previously placed study stent in the mid and distal left sfa was treated with percutaneous transluminal angioplasty. Angiography also revealed mild focal restenosis at the proximal end of a previously placed epic stent in the right external iliac artery. This was treated with balloon angioplasty with a drug eluting balloon with no residual stenosis. The event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).